Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that during a lead revision procedure, the physician accidentally hooked the seal plug and it came out of this pacemaker. The pacemaker could not be used and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Microscopic visual inspection of the header revealed damage to the ventricular distal seal plug. The seal plug was missing. Analysis concluded that the damage to the header was induced in the field, during the lead revision.